Manufacturer narrative:
D9 - date returned to MFR: 2/26/2026. Received one (1) used mc330479 smallbore quadfuse ext set and one (1) used non-ICU medical needleless acces device for inspection. The non-ICU medical mating device had the tip broken off in the male luer of the quadfuse set. The reported complaint could not be confirmed. The break was on a non-ICU medical device. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An event involving smallbore quadfuse ext set w/4 microclave clear clamps reported that the bifuse were breaking off at the connection site to the patient occurred in patient use with medication continuous infusions. There was patient involvement, there was delay in sedation and line was occluded and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.